Manufacturer narrative:
The patient was taken off of the device and bagged using an ambu bag. The device was restarted, the patient reconnected and the case finished. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 that the device went into failed state during a case. There was no report of patient injury for this event.

Manufacturer narrative:
A spacelabs'' field service engineer performed an investigation of the service logs and confirmed the reported complaint. Investigative findings indicate the arkon entered into a du reset/failed state. This issue has been resolved in FDA recall number z-0072-2018 and all items addressed. This report is complete and this particular issue is considered closed.